Event description:
It was reported that during an implant procedure, the guidewire could not be inserted completely into the lead, which prohibited the physician from passing the lead through the tricuspid valve. After several guidewires were tried, the lead was not used and a passive lead was implanted. It was noted that after the four-hour procedure, the patient felt tired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.